Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave was selected for use. During device preparation, when the package was opened it was noticed that the package was not sealed at the top seal. The device was never used, so it was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to return.